Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history. Part number: 314.291, lot number: 5656784, supplier lot #:07.5609, per jde, manufactured date: 11/27/2007. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, a handle for a sliding mechanism was cracked and broke. When it was inspected, the handle came apart in the sterile processing department. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the sliding mechanism (p/n: 314.291, supplier lot #: 07.5609) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken. There were scratches on the device which has no effect on the functionality of the device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - sliding mechanism: se-040468, rev. D/a. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the sliding mechanism (p/n: 314.291, supplier lot #: 07.5609). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a handle for a sliding mechanism was found cracked and the handle came apart during inspection in the sterile processing department. There was no patient involvement. This report is for one (1) sliding mechanism. This report is for 1 of 1 for (B)(4).